Manufacturer narrative:
(B)(4): product ID neu_perc_extension, lot # unknown, product type extension. (B)(4). Analysis of the extension found that the #3 conductor was kinked at the #3 setscrew connector, indicating that the connector had been twisted in the molded rubber. All setscrews could be tightened to a known good tined lead.

Event description:
It was reported that the damage was detected when capping the lead. The lead was replaced during the surgery. Replacing the lead resolved the issue. It was stated that the problem was in the connection of the temporary extension; it bent on ¿screwing the electrode.¿ it was unclear what was meant by ¿bent on screwing the electrode.¿ it was unknown if the lead or if the extension was alleged to have bent.